Event description:
Info received indicates when the bed was plugged in, the hi/low function ran down unintentionally.

Manufacturer narrative:
The facility found a stuck switch on the right outer side rail control panel assembly. The facility replaced the control panel to repair the bed.